Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time"[1]""[2]""[3]"..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. "[1]" beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626 "[2]" welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755 "[3]" puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's specific blood glucose levels were not reported, however the reporter stated that they were high. The patient had been wearing the pod between 37 and 48 hours. Symptoms reported included vomiting, dry mouth, shaking, headache and being ¿scared to die¿ (captured as anxiety). During hospitalisation, the patient spent one day in the intensive care unit, followed by one day in a ¿normal¿ ward. The patient¿s treatment included unspecified intravenous fluids. The reporter stated that the episode of dka was likely related to an ongoing urinary tract infection and that the patient had not been managing their diabetes properly during the night before the admission, with it specifically mentioned that the patient had uncertainty regarding automated vs. Manual mode. The patient received additional omnipod education in the hospital from a specialist and has further refresher training scheduled. The pod was removed at the hospital and discarded. The patient was discharged on (B)(6) 2026.